Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device experienced a high internal o2 concentration alarm. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
H3: the device was returned to a zoll-approved service provider for evaluation. Upon inspection, it was determined that the high internal oxygen concentration alarm was caused by a drift in the internal oxygen sensor. To address these issues, the service provider recommended replacing the inspiration block, batteries, oxygen sensor, and performing the annual maintenance kit installation along with all required calibrations. G1: contact information has been updated.